Event description:
It was reported that the lead had both a high threshold and high impedance measured. The patient was hospitalized and telemetry showed episodes of no capture with symptomatic pauses. The patient had complained about dizzy spells for the last few weeks and it was noted that the patient had broken their ankle due to the dizzy spells. A lead revision was planned and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was suspect of a fracture. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.